Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   (Dhrs) (device history review) for the fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor was exposed to moisture and detached from the adhesive after 7 days of wear. Customer further reported he had no alternative means of testing his glucose and experienced sweating and body weakness. Customer was tended to by paramedics and was treated with juice and intravenous glucose. No transport to a facility occurred. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor was exposed to moisture and detached from the adhesive after 7 days of wear. Customer further reported he had no alternative means of testing his glucose and experienced sweating and body weakness. Customer was tended to by paramedics and was treated with juice and intravenous glucose. No transport to a facility occurred. There was no report of death or permanent injury associated with this event.